Manufacturer narrative:
The device was received with no button response due to flattened button dome switch and unlocked lcd keypad connector. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their act and esc buttons not working. It was reported that the customer's blood glucose level was 214mg/dl. It was reported that the issue was confirmed and that the device would be returned and replaced.